Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, local infection / subacute chronic osteitis, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, infection, pain, swelling, inflammation, mobility.